Event description:
It was reported that the right ventricular (rv) lead exhibited several low pacing impedance measurements and a polarity switch had occurred. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the event was due to electromagnetic interference (emi) on the cardiac resynchronization therapy pacemaker (crt-p) from external electrical stimulation. The patient reported undergoing electrical stimulation therapy at a chiropractor¿s office involving the neck and back regions. The timing of the therapy correlated with the observed rv lead impedance abnormalities and the automatic reconfiguration from bipolar to unipolar for rv sensing and pacing. The crt-p remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.